Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had six reservoirs that had leaks. The customer stated that the insulin would pour out of the reservoirs when she turned them upside down. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated the leaks came from the snap cap. The product is not being returned because it was discarded. Nothing further was reported.